Event description:
It was reported that during a procedure an aristotle 24 guidewire was defective and there was no injury to the patient.

Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.